Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 300 mg/dl to displayed as high. Customer changed the cartridge to address the bg level. Reportedly, pump was replaced and customer continued to use the pump for insulin therapy.